Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that during the procedure for right internal carotid artery (ica) aneurysm physician deployed stent and then delivered microcatheter to target location under the guiding of subject guidewire. Subject guidewire was shaped to a 45degree, physician noted that when the subject guidewire was delivered through the stent it was fractured. Physician proceeded to use a snare device to successfully remove the fractured piece. The physician replaced subject device with a new device and continued the procedure without clinical consequences to the patient.

Event description:
It was reported that during the procedure for right internal carotid artery (ica) aneurysm physician deployed stent and then delivered microcatheter to target location under the guiding of subject guidewire. Subject guidewire was shaped to a 45degree, physician noted that when the subject guidewire was delivered through the stent it was fractured. Physician proceeded to use a snare device to successfully remove the fractured piece. The physician replaced subject device with a new device and continued the procedure without clinical consequences to the patient.

Manufacturer narrative:
Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer indicated that there was no damage noted to the packaging prior to opening the packaging, the device was confirmed to be in good condition during preparation/prior to use on the patient, the device was prepared for use as per the directions for use, the guidewire tip was shaped to 45 degree, continuous flush was set up and maintained throughout the clinical procedure and the patient¿s anatomy was not tortuous. There were no other difficulties encountered during the usage of the synchro guidewire that could have contributed to the reported event and there was no friction/resistance encountered during the procedure. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned to the reported issue.